Event description:
A bone marrow biopsy was being done under conscious sedation - when the provider attempted to remove the needle from the patient's iliac crest the top handle of the needle broke off, leaving the needle in the bone. Staff had to obtain pliers to remove the needle. The pt had to have another biopsy needle put in and additional medication to continue the conscious sedation. The pt experienced additional pain due to the need for an additional procedure and the pt and family were upset about the event. No sequelae for pt.====================== manufacturer response for jamshidi bone marrow needle per site reporter======================they are providing shipping materials so the product can be returned to them. This will be done upon receipt of those materials.